Manufacturer narrative:
UDI: (B)(4). The liberty cycler set was not returned for evaluation and the lot number is unknown. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a air detected in the cassette alarm. Patient observed a leak inside the cassette door. Follow up with the patient's peritoneal dialysis patient's nurse (pdrn) indicated that the patient cancelled treatment on the cycler and completed treatment with continued ambulatory peritoneal dialysis (capd). Patient's pdrn confirmed that the patient remained asymptomatic and was not prescribed antibiotics.